Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d4, d6(b), h6.

Event description:
Healthcare professional reported additionally "device underweight due to gel bleed". Device has been removed and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed which identified, striated broken on anterior and missing shell. Based on the device analysis, the final assessment is: striated broken assessed, as surgical damage, and missing shell assessed, as inconclusive.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. On the left side. Physician further reported, "device underweight, due to gel bleed". Device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii on the left side. Device remains implanted.